Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during segmentectomy procedure, after 10 good seals the device had partial sealing on the bronchus as thick like a medium fabric. There was evidence of energy delivery, end tone was heard, there was no re-grasp alert and there was normal bleeding after cutting. There was no severe bleeding and there was no blood transfusion necessary. The device jaw was cleaned all times of need. Another ligasure handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, after 10 good seals the device had partial sealing on the bronchus as thick like a medium fabric. There was evidence of energy delivery, end tone was heard, and there was normal bleeding after cutting. The device jaw was cleaned all times of need. There was no patient injury.